Event description:
The customer reported that the pt underwent a circumferential ablation procedure. Following the procedure, the pt complained of chest pain and went to the ER after which the pt was observed to have a contained perforation and inflammation at the ge junction. The pt was admitted to the hospital and underwent a second ablation. Following the procedure, no bleeding was observed and the pt had no complaints of discomfort. The physician did not indicate the severity of event or whether the event was related to the procedure. There were no reports of device malfunction.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.